Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an adhesion due to a mild infection. The physician assessed that the presence of the device could be the cause of the adhesion formation. Due to the adhesion, a computerized tomography (CT) scan was taken during a consultation in order to remove scs devices carefully. As such, the patient underwent an explant procedure during which the implantable pulse generator (ipg), leads and lead extensions were removed. The patient was prescribed antibiotics and the infection was under control. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d6b: approximated date of explant additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 16511543. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 16511543. Product family: scs-extension. Upn: m365sc3138550. Model: sc-3138-55. Serial: (B)(6). Batch: 16430935. Product family: scs-extension. Upn: m365sc3138550. Model: sc-3138-55. Serial: (B)(6). Batch: 16430935.